Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, implantable cardioverter defibrillator was found to be in backup operation. Programming changes were performed. The patient was in stable condition.